Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by priming substrate. Fse found leaking waste tubing which leaked unto substrate syringe motor causing the errors. Fse secured tubing at manifold and routed waste line to prevent any further blockages. Fse replaced substrate assembly and primed several times without any error. Fse successfully performed daily check, quality control and sample run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4263] substrate-syr home overrun cause: the home sensor s110, which is not supposed to be activated after the substrate syringe moves, was activated. A bs flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s110 and also check to see the cause of slipping, and so on, that occurs when pm110 moves to the limit side. The most probable cause of the reported event is a faulty substrate assembly due to leaking waste tubing.

Event description:
A customer reported getting error message " 4263 substrate syringe home overrun" during sample run on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.